Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3889-28, lot# va112jg, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the ins (njy304786h) found that the ins was functionally okay with insignificant anomalies.

Event description:
The manufacturer representative reported that during impedance check of a new implant, there were multiple impedances during the final check. Almost all electrodes had impedances greater than 4000 ohms. After troubleshooting, a new battery was opened and implanted. This came up with many impedances and the manufacturer representative suggested to the health care provider (hcp) that the incision should not be closed with multiple impedances. The hcp disagreed and said since the patient was getting bellows, they were satisfied and closed up the lead. The manufacturer representative spoke with the hcp and stated they believed it was possibly a lead issue and they should have tried replacing the lead. It was unknown if the issue was resolved. The patient was alive with no injury. The manufacturer representative was not certain on whether the impedances had changed. The indication for use for this patient was gastrointestinal/pelvic floor.